Event description:
Customer reports to have experienced keypad anomaly. Customer reports that numbers were scrolling quickly and down arrow button was not responding. Customer's blood glucose was 273 mg/dl. Customer was not able to troubleshoot due to button anomaly. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No display anomaly was noted. The insulin pump had a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.